Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If device or additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the patella cutter broke while being used on a drill chuck.